Event description:
It was reported that the customer experienced a blood glucose level (bg) of "low" on glucose monitor. Reportedly, customer didn't understand that a bolus would automatically be adminstered once a bolus was entered and customer was also manually giving themselves a shot. Customer consumed glucose tablets to address low bg. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.